Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on (B)(6) 2024 for further details regarding the event; however, the customer reported that the repair for the device was put on hold. The customer did not provide any further details. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with the part numbers in order to replace the recommended parts. Multiple good faith efforts (gfe) were performed on 13jun2024, 18jun2024, and 26jun2024 for further details regarding the event; however, the customer reported that the repair for the device was put on hold. The customer did not provide any further details. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator has a dim display. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator has a dim display. The customer reported that the device has a first-generation display. The rse informed the customer that the display can be upgraded to the second-generation display and provided the customer with the part numbers for the upgrade.

Manufacturer narrative:
The customer contacted philips, and requested additional assistence from the previous event. The remote service engineer (rse) advised to replace the user interface (u) assembly. The rse provided the customer with the part number for a replacement. The investigation is ongoing.